Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic, intermittent under sensed pvcs were observed. It was recommended to reprogram the device. However, no programming changes were made to the device. The device remains implanted.